Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer report: defective item does not open, under examination. "As per cc form": failure to open the stent inside the choledocus. Presence of a wire sticking out of the metal stent sheath. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. We have used another similar stent with success. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal. 2. What endoscope type and channel size was used? 4.2 mm. 3. What was the position of the elevator? N/a, open, closed. 4. Details of the wire guide used (diameter, type, make)?j agwire 0,035 mm. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. 6. Did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no. 7. Please advise the anatomical location of the intended target site. Choledocus. 8. How long was the stent in the patient by the time this complaint occurred? 60 mm. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 12. What intervention (if any) was required? Another stent placement. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. 15. If yes, please specify what was observed and where on the device it was observed. Presence of a wire sticking out of the metal stent sheath. Stricture information: 1. What was the length and diameter of the stricture? 20 mm length, 6 mm diameter. 2. Where was the stricture located in the body? Choledocus. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. 5. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? N/a, yes, no. 2. Was resistance felt during insertion into patient? N/a, yes, no. 3. If yes, at what point? Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. 2. If other, please specify. 3. Was the directional button pressed during use? N/a, yes, no. 4. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? N/a, yes, no. 5. Was the yellow marker kept in view during deployment? N/a, yes, no. 6. Are images of the device or procedure available? N/a, yes, no. Questions related to during introducer withdrawal: 1. Are images of the device or procedure available? N/a, yes, no. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-mar-2024.

Manufacturer narrative:
This file related to complaint file pr (B)(4). Device evaluation: the evo-fc-10-11-6-b device of lot number c2053014 involved in this complaint was returned for evaluation, without its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the devices the following was observed: visual inspection: red safefty tab not returned. Directional button in deploy position. Safety wire still in place. Red shuttle on 4th dimple. Kink observed on flexor below handle, kink observed on flexor 11.5cm ( clear section) and 25.6cm from white tip. Stent partially deployment on returned. Ruler used : ipe0504-4 functional inspection: handle actuating fine for deployment and recapture. Unable able fully deploy stent, reaches point of no return. Unable to remove safety wire. From additional information provided: "the kinks were after the shipment and they observed a wire at the distal tip of the sheath." "The wire came out between the sheath and the white tip of the introducer." Manufacturing records: prior to distribution, all evo-fc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c2053014 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2053014. Instructions for use and/label: it should be noted that the instructions for use (ifu0062) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use, as per additional information provided the product was not inspected for kinks or damage before use, therefore additional complaint file pr 415060 was raised to capture the user error separately. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties, reported by customer" item does not open". It may be noted that returned device had a partially deployed stent and there was no evidence of wire coming out. From additional information provided "the wire came out between the sheath and the white tip of the introducer." Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, customer report :defective item does not open, under examination confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation findings conclude that a possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties, reported by customer" item does not open". Complaint is confirmed based on visual and/or functional inspection.